Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/20/2024, it was reported by a sales representative via email that when tensioning the tightrope from an ar-8925t syndesmosis tightrope xp the mechanism would not tension at all almost like it seized in place. This was discovered during an ankle fracture procedure on (B)(6) 2024. Additional information received on 3/26/2024: the case was completed using another ar-8925t syndesmosis tightrope xp. Not much time was added to the case and additional anesthesia as unnecessary.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to misalignment insertion and/or excessive force used during suture passing/tightening /tensioning.